Event description:
Physician was attempting to use in.pact av balloon along with 6fr  non-medtronic sheath and 0.035 non-medtronic guidewire for patient treatment. A contrast medium diluent was used for inflation solution. It was reported that after inflating a non-medtronic balloon the in.pact av was inserted and a balloon burst occurred during first inflation at 8atm. Resistance occurred during delivery. The lesion was sufficiently dilated by non-medtronic blloon, so in.pact was not used and the procedure was completed. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a pinhole burst is reported and the balloon did not fragment (the imaging examination revealed no remaining fragments). No specific intervention was performed for removal and the device was safely removed from the patient. No vessel injury noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.